Event description:
As reported by our edwards lifesciences affiliate in belgium, regarding a 23mm sapien 3 transcatheter heart valve implant procedure in aortic position by transfemoral approach, during the procedure, the commander delivery system with crimped valve was blocked in the esheath, the balloon exited the tip of the esheath, but not the valve, and it looked like there was a hole in the esheath tip and the valve was going through this hole, but blocked. The esheath and the blocked valve was withdrawn. No harm to the patient occurred. Another kit was used and the valve was successfully implanted. Patient was stable post-procedure.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As per pre-decontamination evaluation of the returned device, it was observed that the sheath distal tip was torn and the sheath liner was not torn. As confirmed by the fcs, the 'hole' reported where the valve was blocked was the distal tip torn.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. The following sections of this report have been updated: b.4, b.5, g.3, g.6, h.2 and h.6 device code (corrected from 1504 to 4008). The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for distal tip torn was confirmed based on the evaluation of the returned device. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage. Additionally, patient factors such as tortuosity and calcification in the access vessel (as indicated in the patient information provided) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a new product risk assessment, nor corrective or preventative actions are required at this time.